Event description:
Complainant alleged that the clinicians attempted to defibrillate a pt (age and gender unknown), but the device failed to deliver the energy. The clinician again attempted to defibrillate the pt and the pt was successfully shocked. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.